Event description:
At baxter during a service evaluation, a technician discovered that the stop key on channel c pumphead module keypad was inoperative. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.04.00, categorized as unremediated. There is no additional information available.

Manufacturer narrative:
(B)(4). There is a CAPA investigation associated with this report. (B)(4).the pump was received and evaluated by baxter. During a product evaluation at baxter, it was discovered that the stop key on the channel c pumphead module keypad was inopertiave. The channel c pumphead module keypad was replaced.